Event description:
It was reported the distal cap of the single use distal cover became dislodged when the scope was withdrawn and the scope didn't have the cap attached at the end when withdrawn from the patient. The patient coughed and expelled the distal cap after the procedure. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4) and MFR 00114.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 component code from imager to tip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d8, h6. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. The event can be detected/prevented by following the instructions for use: - operation - precautions. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: h10 was updated to include the complete user facility related report number since the initial was submitted with only the sequence number referenced. This report is for the duodenovideoscope and the submitted MFR 3003637092-2024-00114 addresses the distal cover involved in this event. Should additional information or clarify be required, another supplemental report will be provided.